Manufacturer narrative:
The ht-1000 was returned to our facility. The device was tested for proper voltage levels and the levels were correct. The device was placed into a test mode to run all parameters to their limits. Again, the device operated in spec. The "error" reported was not able to be duplicated. The device performs in specification and was returned to service.

Event description:
Device usage problem device malfunction - that is, the device did not do what it was supposed to do.